Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their dentists advised them to stop aligner treatment. The dentist told them that their bottom right molars could be moved with the aligners. The aligners are causing tooth grinding and jaw tightness. It is very painful and exacerbates their anxiety. Provided jaw discomfort tips and requested bite video and letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.